Event description:
It was reported that the target lesion was located in the mid left circumflex (lcx) with heavy calcification and 90% stenosis. During the crossing attempt, the xience v 2.5 x 23 mm stent became stuck and could not cross the calcified part on the bend of the lesion. The stent delivery system (sds) could not be retracted as the stent was stuck in the lesion. As the device could not be retracted, the stent was implanted at that location with only 60% coverage of the lesion and with the stent partially in a non-lesion area of the vessel. The remaining uncovered part of the lesion was treated with balloon angioplasty only. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.